Event description:
It was reported that vessel occlusion occurred requiring additional intervention. The 90% stenosed target lesion was located in the minimally tortuous and non-calcified mid left circumflex (lcx) artery. Following pre-dilatation, a 3.5 x 48mm synergy xd drug-eluting stent was advanced for treatment and deployed. The angiogram following stent implantation indicated that the vessel was shut down, it was noted that this was due to plaque protrusion. A balloon was used to regain flow to the lcx with sub-optimal results. A non-boston scientific aspiration device was then used which restored vessel flow. The procedure was completed under local anesthesia. A second lesion was present in the left anterior descending (lad) artery; however, it was left untreated due to the lcx complication. The patient returned on a later date to have the lad treated successfully with a promus elite stent. At that time, the lcx stent was patent with normal flow. No further patient complications were reported, and the patient was fully recovered.